Event description:
Received mesy form from maquet (B)(4) on 11/12/2009 stating, "customer complained stiffness from moveable parts, painting error (brown scalings) and mechanical damage." Qa has interpreted this to mean that the drive handle is difficult to turn and from the attached pictures "rusting". Device was not used to treat a pt during this event. No pt involvement or effect. Stiffness of moveable parts is an MDR reportable event. Germany also noted that this customer sterilized by steam for 7 minutes. The IFU states, "for prevacuum cycles 3-4 minutes at 132 to 135 degree centigrade is recommended."

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).